Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that pump was at elective removal indicator (eri) and a motor stall occurred and motorstall recovery also occurred. No environmental/external/patient factors that may have led or contributed to the issue were reported. The office interrogated the pump and noted the stall and called the rep. Pump was currently working. Patient would be scheduled for a replacement. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of motor stall <(>&<)> recovery was not determined. The pump had not been explanted. No further complications were reported.